Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated that both the leads were fractured. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.